Event description:
Reportedly, the patient has been feeling fatigue and shortness of breath for the last six months. During the last follow-up, very little variations of the heart rate were observed in the 24 hours heart rate curve. Reportedly, the heart rate only went up to 75min-1 during exercises, and up to 100min-1 with aggressive ticking on the device. During previous follow-ups, the 24 hours heart rate curve had recorded heart rate values up to 130min-1.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior could be explained by patient¿s physiology. However, based on available data, a malfunction of the g sensor cannot be excluded. The subject device was explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, the patient has been feeling fatigue and shortness of breath for the last six months. During the last follow-up, very little variations of the heart rate were observed in the 24 hours heart rate curve. Reportedly, the heart rate only went up to 75min-1 during exercises, and up to 100min-1 with aggressive ticking on the device. During previous follow-ups, the 24 hours heart rate curve had recorded heart rate values up to 130min-1.

Manufacturer narrative:
.

Event description:
Reportedly, the patient has been feeling fatigue and shortness of breath for the last six months. During the last follow-up, very little variations of the heart rate were observed in the 24 hours heart rate curve. Reportedly, the heart rate only went up to 75min-1 during exercises, and up to 100min-1 with aggressive ticking on the device. During previous follow-ups, the 24 hours heart rate curve had recorded heart rate values up to 130min-1.